Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered possible inappropriate shocks in several episodes for a rhythm that was suspected to be atrial fibrillation (af) with rapid ventricular response (rvr). The patient experienced some dizziness during the episodes and was admitted to the hospital. Technical services (ts) reviewed the stored episodes, however, was unable to identify if the arrhythmia was af with rvr, af with aberrancy, or some other ventricular tachycardia (vt). No oversensing or undersensing was observed. Ten total shocks were delivered, however, only the tenth shock was successful in converting the rhythm. The physician started the patient on amiodarone, and will continue monitoring as no programming recommendations were made at this time. The patient's hospitalization status is unknown at this time. No additional adverse patient effects were reported. This device remains in service.